Manufacturer narrative:
The insulin pump alarmed no motor movement during rewind due to unlocked j5 connector at the printed circuit board assembly. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to no motor movement. The insulin pump operating currents are within specifications and passed self-test. The motor was tested outside the device and passed. The insulin pump had cracked keypad overlay at select button, minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 38. Customer's blood glucose was 189 mg/dl. Insulin pump would be replaced.